Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent mesh removal/revision in (B)(6) 2004, on "(B)(6) 200", and in (B)(4) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05794. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent cystourethroscopy on (B)(6) 2012 and (B)(6) 2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele repair, vulvar lesion excision x 2. It was reported that the patient underwent removal of extruded mesh and resuturing, removal of skin tag, right thigh on (B)(6) 2011 due to mesh erosion, anterior row, skin tag, right thigh.